Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop alarm on (B)(6) 2020. It was reported that this occurred while connected to the power module. No additional information was provided.

Event description:
It was reported that the patient underwent a pump exchange on 09dec2020 (related manufacturer report number 2916596-2020-06094).

Manufacturer narrative:
Related manufacturer report number: 2916596-2020-06094 manufacturer's investigation conclusion: the evaluation of the returned driveline confirmed wire damage that could have contributed to the reported pump-stop event captured in the submitted log file. Additionally, the evaluation of heartmate ii lvas, serial number (B)(6) , confirmed an ingested deposition in the proximal side of the outlet stator. The submitted log file contained data from 19oct2020 12:27:58 through 07dec2020 10:13:48. Two power elevations were captured on 01dec2020 00:03:08-14. A pump stop was captured on 06dec2020 18:58:51 when the patient was supported by the power module. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended. The data captured in the file is consistent with the insulation breach observed during evaluation of the driveline. The pump was returned assembled with the driveline returned in 3 portions measured from the proximal end: 9.5", 3.5", and the 26" distal portion. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was attached to the outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition surrounding the outlet bearing ball. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the presence of circumferential contact marks on the outlet bearing cup suggest that the deposition may have been present in the outlet stator for an extended period of time while in operation. The driveline, serial number (B)(6), was severed approximately 9.5¿ from the pump housing and the distal end was returned in two portions, 3.5¿ and 26¿. Continuity testing was performed on the returned portions of the driveline and all wires were found to be electrically intact. No damage was observed on the bionate layer; however, it was discolored. Upon removal of the bionate, areas of minor and major shield breakdown were noted. Upon removal of the braided shield, microscopic inspection of the wires revealed a breach in the orange wire 7" from the pump housing. The returned portions of the driveline were submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test only revealed a current leakage in the insulation of the orange wire of the driveline. The insulation breach of the orange wire would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The relevant sections of the device history records for vad-61554 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 30sep2016. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. This IFU discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed and no external power alarms, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook, contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed and no external power alarms, and the proper actions associated with them. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.